Manufacturer narrative:
(B)(4). The customer complaint of t-connector set leaking at smartsite port could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported an issue with a t-connector in their newborn ICU. The baby was less than a month old. The nurse reported that the t-connector noted to be leaking IV fluid out of the smartsite port. The baby's glucose was 40. The baby did experience temporary harm and required treatment or intervention. Risk management has decided to keep the t-connector and will not be returning it for investigation. No further information will be released.